Event description:
According to the reporter, during gastrectomy, an attempt was made to resect the stomach; however, while the cartridge was fired approximately 2 cm, the firing stopped. It was reported that there was a possibility that the lesion part may have been very hard; it was requested to check the display again, and it was recognized. The cartridge was replaced to complete the case. To avoid the area that was hard and could not be fired on again, closure resection was performed with staples, which was successful.

Manufacturer narrative:
D10 concomitant products: sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot #: n3k2570y. Egia60amt - egia60amt egia 60 artic med thick sulu, lot #: p3l0883. Sigphandle - sig power sigphandle handle, serial #: unknown. Sigpshell - sig power sigpshell control shell, lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.